Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was not reported. The patient was not hospitalized for the event. The patient was treated with vancomycin and cefepime (dose, route, and frequency was not reported). The patient recovered from the event on an unreported date. At the time of the report, action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.